Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via external paddles. Complainant indicated that the clinician obtained a set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity logs showed the energy was set to 200 joules and the device was charged. Fifteen seconds later the paddle shock buttons were pressed and the device did not fire. Instead, the device prompted a "poor pad contact" message. This message indicates that the patient's impedance measurement was out of the valid impedance range of 15-300 ohms. This condition can occur if insufficient or no conductive gel is applied to the paddles before use. The customer's facility was contacted and has confirmed that no conductive gel was applied to the paddles during the reported event. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.